Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high impedance on the rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.